Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6). (B)(4). It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article titled, "new total knee arthroplasty designs: do young patients notice?" Which aimed to determine the impact of high-flex, gender-specific, and rotating-platform total knee arthroplasty designs on patient satisfaction and functional outcomes. The study consisted of 237 cruciate-retaining (cr), 137 rotating-platform (rp), 88 gender specific, and 65 high-flex total knee arthroplasties. Inclusion criteria for this study were (1) men and women between 18 and 60 years old; (2) patients requiring primary knee arthroplasty as a result of noninflammatory arthritis such as osteoarthritis, traumatic arthritis, or avascular necrosis; and (3) use of a gender-specific, high-flex, rp or 10-year-old cr design being vanguard. The journal article reports that 46 out of 237 patients in the cr group had difficulty getting in and out of a chair. Thirty two out of 88 patients in the gender-specific group had difficulty getting out of a chair. Fifty-seven out of 237 patients in the cr group reported grinding/popping/clicking in their knee versus 32 out of 88 patients in the gender-specific group. The authors of the study concluded that the use of newer implant designs did not improve patient satisfaction and the presence of residual symptoms when compared with patients who received the 10-year-old cr design.